Manufacturer narrative:
Reliability analysis inspected 1 opened/used reservoir performed manual prime test section using a new lab infusion set along with the insulin pump. Reservoir passed per inspection no occluded anomaly was observed during test. Reservoir connected/locked in place properly.

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 403 mg/dl. The customer stated that their insulin pump was not delivering insulin properly during a bolus. The customer was assisted with troubleshooting and the insulin pump worked as designed. The customer sent their reservoir back for analysis.